Event description:
Report from dealer that end user was getting the mail. The van was leaning toward the drivers side because he was parked in the ditch slightly. When he was backing into his van he was leaning backwards already. He then forced himself over the end barrier and tipped backwards. He went to the hosp for a head injury and burns.